Event description:
The affiliate reported that it was reported by the rep that the hospital had 2 separate patients with eds iii drainage systems installed and in both systems they couldn¿t disconnect the drainage bag for exchange in both systems. This occurred at the lure lock connector for the bag so the customer had to drain the bags using a sterile syringe as they could not exchange. In discussing with the rn, it is suspected that it was a combination of csf helping create a bond within the connection, coupled with possible over tightening by nursing staff when they exchanged the bag for the first time. (B)(4). The device is still implanted.

Manufacturer narrative:
Upon completion of the investigation, it was noted that it was impossible to disconnect the collection bag from the connector as noted in the complaint description. It is possible that the connector was over tightened when connected. It is also possible that the connector came into contact with csf. Review of the history device records was not possible as the lot number was unknown. The root cause to the problem reported by the customer could be due to atypical force when attaching the new collection bag and csf but this could not be confirmed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Please be advised that the FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit. As of today january 17, 2014 confirmation was received to resubmit. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.